Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The investigation has been performed by manufacturing site, however it needs to be confirmed.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with a surgical light powerled device. As it was stated, the x-ray mavig spring arm covers used with this device broke and fell off during procedure. There were no injuries reported however we decided to report this issue in abundance of caution. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when event occurred the device was used for patient treatment. During the investigation it was found that the reported scenario has never lead to serious injury or worse, to death. As we did not receive the information about preventive maintenance of the device nor about the installation of it, the assumed root cause in the manufacturer¿s investigation is likely caused by incorrect mechanical assembly of covers side and missing of locking screws at the installation or during maintenance. The product powerled user manual 01581en ed. Includes an information to yearly check the device for any loose covers or caps. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information is received the issue will be investigated by manufacturing site.

Event description:
On (B)(6) 2017 maquet (B)(4) became aware of an incident with one of surgical lights- powerled 500. As it was stated, x-ray mavig spring arm covers used with this device broke and fell off during procedure. There were no injuries reported however we decided to report this issue in abundance of caution. (B)(4).